Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found tissue debris indicating the device was used in a patient. The evaluation also confirmed the customer complaint of short circuit error and blackened tip. The tip of the teflon pad was melted, and the sides slightly worn, exposing metal underneath. The jaw area was also bent, creating a short circuit condition when the jaws are closed. Based on similar reports, a potential cause for the damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that prior to a laparoscopic gastrectomy procedure, the device generated a short circuit error and was seen to have a blackened tip. There was no reported patient injury. The procedure was completed with another similar device.